Event description:
It was reported that a transvaginal suspension procedure was performed on 3/2005. The needle carrier of this capio suturing device broke off, was easily seen and retrieved, and the procedure was completed successfully with no pt complications.